Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. Section h6: type of investigation, investigation findings, investigation conclusions have been corrected. The pvl will also be reported in the thv/tvt registry. The device was not returned for evaluation. A review of complaint activities and attachments revealed no other information relevant to the complaint event. A device history record (DHR) review was performed and did not reveal any nonconformance issues that would have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, precautions, and potential adverse events for the successful use of the device. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the exact cause of the worsening pvl is unknown but may be related to the mechanisms above. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the event is not required at this time. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Additionally, since no edwards defect was confirmed, which could have resulted in the complaint, no corrective or preventative actions are required. The central regurgitation was unable to be confirmed due to unavailable of relevant medical record and imagery. A review of the DHR did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. As reported, ''the valve was post dilated with a 20mm non-edwards balloon. Central aortic insufficiency was noted after dilation.'' In this case, the valve was post-dilated with a non-edwards balloon, which can lead to over-expansion of the valve with suboptimal coaptation of the leaflets resulting in central regurgitation. In addition, it was always recommended to use the same delivery system for post-dilation per training manual. As such, available information suggests that procedural factors (post-dilation with non-edwards device) may have contributed to the central regurgitation.

Event description:
As reported by the field clinical specialist, the patient presented with moderate paravalvular leakage (pvl) 2 months, 25 days post transfemoral implant of a 20mm sapien 3 ultra aortic valve. The patient's symptoms included shortness of breath and congestive heart failure, due to aortic stenosis and moderate pvl. The valve was post dilated with a 20mm non-edwards balloon. Central aortic insufficiency was noted after dilation. The decision was then made to implant a 23mm sapien 3 ultra valve. The valve was then post-dilated with a 22 non-edwards balloon. The procedure was successful and pvl was reduced to trace.

Manufacturer narrative:
A supplemental report is being submitted, due to receipt of medical records. Sections b5 and h6 clinical codes are corrected.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : device remains implanted.

Event description:
As reported by the field clinical specialist, the patient presented with moderate paravalvular leakage (pvl) 2 months, 25 days post transfemoral implant of a 20mm sapien 3 ultra aortic valve. The valve was post dilated with a 20mm non-edwards balloon. Central aortic insufficiency was noted after dilation. The decision was then made to implant a 23mm sapien 3 ultra valve. The valve was then post-dilated with a 22 non-edwards balloon. The procedure was successful and pvl was reduced to trace.